Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 849 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) on tuesday and the pump logs showed a motor stall and motor stall recovery as expected. The patient reported they were still hearing pump alarm today. The pump logs did not show anything since the motor stall recovery on tuesday and there are logs as expected for when pump was filled before that. Technical services advised them to inquire more about what sounds the patient was hearing and when. Reviewed pump alarm spec info. The patient was doing well now and not showing any signs of underdose or withdrawal. The patient's relevant medical history included quadriplegia and the patient had fallen which was why they had the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the critical alarm interval was 10 minutes, and the non-critical alarm interval was 1 hour. Per the hcp, the cause of the alarm was due to the MRI abdomen scan. No further actions or interventions were needed. The pump resolved on its own after the MRI. The patient¿s weight was not provided as the patient was ambulating in a wheelchair.